Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a low reservoir warning even though reservoir still had 50 to 60 units. Customer reported to have low blood glucose of 43 mg/dl, which was treated with food and glucose tablets. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. During troubleshooting, it was found that the time was off by one hour. Customer did not believe that insulin pump was over delivering insulin. Insulin pump passed self-test. Customer was advised to monitor insulin pump.